Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: investigation summary : customer returned (4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles do not release the medication during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles do not release the medication during priming. Verbatim: consumer reported having pen needles that don't release medication during priming. Stated sometimes she has to go through 3-4 pen needles to complete her injection. Lot # 0203721cat # unknown - stated she is using the nano pen needles date of event: unknown samples: yes, mail kit".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles do not release the medication during priming. Verbatim: consumer reported having pen needles that don't release medication during priming. Stated sometimes she has to go through 3-4 pen needles to complete her injection. Lot # 0203721, cat # unknown. Stated she is using the nano pen needles date of event: unknownsamples: yes, mail kit."